Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. The aortic neck was 25 mm in length and it went from 23 to 27 to 23 mm in diameter. It was reported that the bifurcated stent graft and the contralateral limb were successfully implanted without complication. The stent grafts were ballooned with a reliant balloon, which was kept within the stent graft all the time. The pt's left iliac artery ruptured where the common iliac and the external iliac artery meet, and the blood pressure dropped. The reliant balloon was inflated to control the bleeding and stabilize the blood pressure. The pt started to stabilize and the blood pressure went to normal. The ruptured artery was covered with a talent iliac limb, and the pt was being closed when there was a sudden rapid drop in the blood pressure. An angiogram was performed and found that there was a rupture in the aortic, but it was not near the previous location. The abdomen was opened to identify the rupture, but the pt was bleeding. A hole was found in the proximal portion of the aortic behind the stent graft. The devices were intact and accurately placed. The pt had lost a lot of blood and expired.

Manufacturer narrative:
(Required secondary intervention) - evaluation codes, results: death. No films or operative reports were received, unk cause of hole in the proximal aorta. Evaluation codes, conclusion: no films or operative reports were received, unk cause of hole in the proximal aorta.